Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourth firing for closing the common entry hole during a colectomy functional end to end anastomosis of the transverse colon, the device automatically stopped after firing for over 30 millimeters. After long pressing the lower button of the stapler, the doctor released the device with the upper button, and then they noticed that the firing was only performed halfway. They used another reload to perform additional firing. At the time of closure, only the staple line and support thread were gripping, and there was no foreign material, which might stop the firing in the middle. When the sales rep checked the actual item visually, they confirmed that the pusher had just been pushed out until firing for over 30 millimeters and the firing stopped in the middle. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.